Event description:
It was reported that noise was observed on iegms. T-wave oversensing is suspected. Device was reprogrammed. Patient status is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.